Manufacturer narrative:
The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current and unexpected battery power loss due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm with prior notification of low battery alarm. Customer stated that battery cap was not loosen, cracked or damaged. Customer stated that this was the second occurrence of replace battery without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.